Manufacturer narrative:
The complaint information reported was as follows: as per complaint form: ¿when the stent was in the correct place to start the placement, it was not possible to open it correctly, was very very strong the handle, and after try and try the dispositive was broken.¿ ¿problems to deploy the stent during the process. Handle ¿ broken. No product in patient. No problems with patient. Product contaminated. I m going to send the product to the factory¿ according to the initial reporter, the patient did not experience any adverse effects due to this occurrence upon evaluation of the returned device, the (B)(4) research & development engineer noted that the sheath was broken at the zip port area. The braided polyimide on the distal flexor area was broken. The coils appeared crumpled and were out through the side of the polyimide. The (B)(4) research & development engineer commented that the crumpling would have occurred when attempt was made to re-capture the stent. The stent was approximately 10% deployed. The handle was actuated. It was very stiff but re-capture was possible. The (B)(4) research & development engineer commented that this signified that the device worked to deploy and re-capture at some stage. The (B)(4) research & development engineer also commented that the shuttle was in the incorrect position. It was in the completely deployed position, however the stent had not been completed deployed. The stent was manually deployed and the stent appeared to be ok. It was noted that the lock wire mlla was not present on the device and it was not returned with the device. The remaining lockwire was taken out and it was noted to be bent, and there were also kinks visible on the lockwire. Following device evaluation, the (B)(4) research & development engineer has commented that the most likely root cause of this complaint is user error. The damage seen on the distal flexor is consistent with the user removing the lock wire assembly and then trying to recapture the stent. The customer complaint was not confirmed as the evaluation of the returned device demonstrated user error. Prior to distribution, all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1136295 revealed no discrepancies that could have caused the complaint issue. The instructions for use states the following in the ¿notes¿ section: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ complaints of this nature will continue to be monitored for potential emerging trends. The complaint information reported was as follows: as per complaint form: ¿when the stent was in the correct place to start the placement, it was not possible to open it correctly, was very very strong the handle, and after try and try the dispositive was broken.¿ ¿problems to deploy the stent during the process. Handle ¿broken. No product in patient. No problems with patient. Product contaminated. I m going to send the product to the factory.¿ according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon evaluation of the returned device, the (B)(4) research & development engineer noted that the sheath was broken at the zip port area. The braided polyimide on the distal flexor area was broken. The coils appeared crumpled and were out through the side of the polyimide. The (B)(4) research & development engineer commented that the crumpling would have occurred when attempt was made to re-capture the stent. The stent was approximately 10% deployed. The handle was actuated. It was very stiff but re-capture was possible. The (B)(4) research & development engineer commented that this signified that the device worked to deploy and re-capture at some stage. The (B)(4) research & development engineer also commented that the shuttle was in the incorrect position. It was in the completely deployed position, however the stent had not been completed deployed. The stent was manually deployed and the stent appeared to be ok. It was noted that the lock wire mlla was not present on the device and it was not returned with the device. The remaining lockwire was taken out and it was noted to be bent, and there were also kinks visible on the lockwire. Following device evaluation, the (B)(4) research & development engineer has commented that the most likely root cause of this complaint is user error. The damage seen on the distal flexor is consistent with the user removing the lock wire assembly and then trying to recapture the stent. The customer complaint was not confirmed as the evaluation of the returned device demonstrated user error. Prior to distribution, all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1136295 revealed no discrepancies that could have caused the complaint issue. The instructions for use states the following in the ¿notes¿ section: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per complaint form": when the stent was in the correct place to start the placement, it was not possible to open it correctly, was very very strong the handle, and after try and try the dispositive was broken. Problems to deploy the stent during the process. Handle - broken. No product in patient. No problems with patient. Product contaminated. I'm going to send the product to the factory.